Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the tip of a ratchet shaft fractured and remained inside of the screw head. The fractured piece was removed without patient injury and no delay resulted from the event.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found no evidence of nonconformance. During the examination, wear and burnishing were noted on the device as well as confirmation of the fractured tip. Root cause could not be conclusively determined. Under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments," and "instruments that have experienced extensive use or excessive force are susceptible to fracture."